Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/17/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion broke in the knee joint after closing and opening. The scorpion needle did not break due to the issue with the ar-12990 knee scorpion. All pieces were retrieved from the patient's knee. No adverse effects on the patient. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.